Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing loss of stimulation. X-ray result showed that a lead had migrated. The patient underwent a revision procedure wherein a lead was replaced. No device malfunction was suspected. The patient was doing well postoperatively.